Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a vanous closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after an interventional atrial fibrillation ablation procedure. Reportedly, the suture pulled out of groin when attempting to pull on the rail suture, the suture did not capture the vessel. Another proglide device was used and a suture break occurred during knot tightening, but the suture was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.